Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on 01/21/2016 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 28 mmol/l with associated symptoms of dehydration, nausea and extreme drowsiness. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter alleged the patient¿s serious injury was associates with an intermittent power issue with the pump. The reporter stated there was also moisture seen behind the display lens. The reporter further stated there was no physical damage to the pump. This complaint is being reported because the patient allegedly experienced serious injury while on insulin pump therapy associated with an alleged pump malfunction.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 03/08/2017 with the following findings:the pump was returned with moisture behind the display lens. Visual inspection did not find any damage to the battery cap and there was no evidence of any moisture or corrosion in the battery compartment. The battery cap contacts were within required specifications and the cap was able to fully attach to the pump. Visual inspection revealed that the battery compartment was cracked and the base of the pump was cracked between the case seal and the keypad. Leak testing revealed leaks due to the battery compartment and base cracks. A review of the black box indicated unexplained reboots beginning on (B)(6) 2017 at 20:32; deliveries resumed (B)(6) 2017 at 11:30. An unexplained reboot was observed on (B)(6) 2017 at 13:05 and basal deliveries never resumed. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump powered on normally to the verify screen with functional auditory and vibratory alerts. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The pump cover was removed and internal moisture was found on multiple internal pump components. The complaint of a power issue could not be duplicated on investigation; however, the complaint of moisture was confirmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.